Event description:
The device was used during a ventral hernia repair. Reportedly a component disengaged into the pt's cavity and could not be found. The component was found under x-ray bu the surgeon decided not to retrieve it as he felt it posed no threat to the pt.